Event description:
A representative from the hospital of a patient contacted dexcom territory sales manager on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012, a portion of the wire appeared missing. No wire was protruding from the patient's insertion site. The hospital representative reported that sensor had been dislodged from patient's body due to a physical altercation after two days of wear. Patient consulted physician and an x-ray was performed. The x-ray confirmed a piece of the broken sensor wire under the patient's skin. During a follow-up call by technical support to the patient on (b)(6 /2012, patient reports he is in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.